Event description:
During a premature ventricular contractions ablation procedure, the amplifier status light turned orange after the power cycle was finished. Resetting the amplifier and changing cables and power inlet did not resolve the issue. The mapping system was then exchanged for a non-abbott mapping system and the procedure was completed with no adverse consequences to the patient. Due to having to exchange the mapping system, a prolonged procedure occurred.

Manufacturer narrative:
Additional information: g3, h2, h3. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident remains unknown. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. No CAPA is required; the root cause of the reported issue could not be confirmed to be a manufacturing, design, or quality system related occurrence.

Manufacturer narrative:
Additional information: d9, g3, h2, h3. One ensite velocity¿ amplifier was received for evaluation. The reported event was able to be duplicated by power sequencing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information provided to abbott and the investigation performed, the root cause was attributed to the microcontroller board.